Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was 217 mg/dl. At the time tandem technical support was contacted the customer bg had not lowered yet and indicated not having alternative insulin therapy available. During follow up with tandem technical support, the customer reported was able to clear the alarm and resume insulin delivery.